Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 566 mg/dl. The customer treated their blood glucose with a manual injection. The customer was assisted with trouble shooting but there were indication of a malfunction with tie insulin pump. The customer did not return the product back for analysis.